Manufacturer narrative:
(B)(4). D10: cat: 110024773 lot: 66123008 juggerstitch curved implant. G2: foreign- canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the surgeon that two juggerstitches could not be loaded properly. No adverse event has been reported as a result of the malfunction.